Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported the patient had his inflatable penile prosthesis removed and replaced due to "reservoir eroded into bladder" and corporal tissue "rupture." A new ambicor penile prosthesis (app) 16cmx12.5mm implanted. No further patient complications were reported in relation to this event.